Manufacturer narrative:
As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The probable root cause of could be attributed to the customer set up. As per technical support engineer notes, the issue was due to the endoscope not seated correctly in the correct angle.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, an operating room (or) staff member called technical support to report that the camera image was upside down and flipped. Although she swapped out the endoscope, the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended manually rotating the endoscope and pressing the instrument clutch to clear the memory and correct the image orientation. The staff later mentioned that it appeared the issue was resolved, although it was unclear whether she followed the suggested steps. She would call back if further assistance was needed. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the two defective endoscopes were not returned for evaluation. The event involved reversed control on the system arms, and a vision orientation change that occurred on its own, although the endoscope did not move freely with uncontrolled motion. The surgeon confirmed the desired orientation when the endoscope was installed, and the user interface provided an indication of image orientation. There was no patient injury resulting from the vision issue.